Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).

Event description:
It was reported that the physician, who is trained in use of the device, attempted femoral arteriotomy closure with a starclose vascular closure system after an interventional procedure. The physician had to apply considerable force to remove the starclose device from the artery. Hemostasis was achieved with manual compression. There was no pt injury. No additional info is available.